Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that it is intermittently displaying diagnostic code 110a proximal pressure sensor autozero failed message. The customer reported there was no patient involvement at the time the issue was discovered. The remote service confirmed the reported issue. The rse provided parts ID for a solenoid valve to resolve. This investigation is ongoing.